Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital due to a cardiac perforation by the right ventricular (rv) lead which resulted in a pericardial effusion. The lead was explanted and replaced to resolve the event and the patient was stable following the procedure.